Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: two issues occurred. Physician insisted on using 14 fr manta to close after 14fr sheath was inserted. When time to pull straight up to yellow/green on device. The complete device, anchor/plug was stuck inside device and never deployed. Also, button valve occurred and had to attempt multiple times to break valve. Completed with a second 14fr manta was advanced and deployed successfully. However, the valve still had the button valve issue. Bleeding after 10 minutes and needed a femoral compression device after. Same lot number for second manta (related to 3010252479-2022-00351 manta). Additional information requested from the account and waiting for a response.

Manufacturer narrative:
One 14f manta unit was returned. The manta was locked into the sheath. Blood particulates were noted on the unit. The lever was observed to be pulled with the components pushed outside. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure where a 14f sheath was used, a 14f manta was deployed for closure in the right common femoral artery. According to the size selection guide for procedures using tavr sheaths, a 14f sheath (measured sheath o.d. 23f) recommended manta device size is 18f. The IFU device description states: the 14f manta vascular closure device is for access sites in the femoral artery following the use of 10-14f devices or sheaths (maximum od of 18f). The physician was aware of the recommended size and insisted on using the 14f manta. A central positioned access was gained utilizing micropuncture and ultrasound. Arteriotomy was greater than 7.5mm, with a depth measurement of 4.5cm. No issues were encountered advancing or withdrawing the procedural sheaths. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the bypass tube met with moderate resistance. After multiple attempts, the physician applied force to advance the bypass tube; the bypass tube did not kink or buckle while attempting to advance into the sheath. During deploying the device, the physician pulled the manta handle straight up, (the tension indicator gauge was unknown if color was detected), and the complete manta device, excluding the guidewire, pulled out of the arteriotomy. The anchor and collagen plug remained lodged inside the device and did not deploy. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. In step 5: deploy device and seal puncture states: hold the manta handle in the right hand at a 45-degree angle to the leg. While grasping the proximal handle end of the manta closure with the right hand, completely actuate the lever arm in the clockwise/ proximal direction. This deploys and releases the anchor within the vessel. While maintaining neutral digital pressure at the puncture with the fingers of the left hand, withdraw the manta slowly and carefully from the patient along the angle of puncture, approximately 45 degrees.